Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the forceps broke during a craniotomy procedure. There was no surgical delay, no injury to patient or user, standard pick-ups were used to finish the case. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the forceps (part #01-9095, lot #120712l12) showed signs of moderate wear. Upon inspection the instrument was found to be in decent overall condition with some slight discoloration observed due to the autoclave process. One of the serrated tips has been broken off. DHR was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the instrument experienced excessive force. The instruction for use (IFU) for this product has the following information provided in the section titled warnings and precautions: when handling sharp instruments use extreme caution to avoid injury: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.